Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0951 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient developed dvt three days after PICC placement. PICC working wnl and no c/o pain from patient. PICC not removed until therapy complete on (B)(6) 2018.